Event description:
Hydrosurg was on but would not run. Pistol hand control would not allow fluids to flow. No further details on the incident are available and the pt outcome is unknown. Device usage problem: not known.